Event description:
It was reported that the patient's system controller was returned for evaluation after a routine transplant. During investigation of the returned controller wire fatigue was found.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller returned for evaluation following a reported routine heart transplant. The system controller (serial #:(B)(4)) was returned for analysis and a log file was downloaded for review with events spanning approximately 15 days (day 1928 hour 20 minute 39 ¿ day 1943 hour 4 minute 56 per time stamp). Low flow alarms were active beginning on day 1943 hour 2 minute 28 and at the same time, the pump was stopped. The pump was restarted before the driveline was disconnected on day 1943 hour 4 minute 27. These events are consistent with the reported routine heart transplant. There were no other notable events active in the log file. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was able to operate a pump without issue for extended operation. There were no issues noted with the system controller which affected pump operation. During the investigation there was an incidental finding of wire fatigue. The system controller power leads underwent a resistance test and slightly increased resistance was found amongst all conductors. The power leads also underwent an insulation test and operated as intended. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 12.4 entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii instructions for use section 12.6 entitled ¿history screen¿ details how to navigate and utilize the system monitor history screen. Heartmate ii operating manual section 8.3.6 entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.